Event description:
Mobi-c p&f us : revision due to migration. A surgeon annual survey form has been received on july 25th 2017. The form shows a complaint from dr. (B)(6) about two migrations of mobi-c. A mobi-c has been implanted at level c5-6 on (B)(6) 2016. Symptoms returned in october due to a migration. Implant was removed on (B)(6) 2016 and a new mobi-c (other size) was implanted. There was a new migration on (B)(6) 2016 and a revision has been performed on (B)(6) 2017, mobi-c was replaced by fusion device. Another complaint has been opened for the second revision (B)(4). According to the surgeon, event is probably not device-related.

Manufacturer narrative:
Updated section : age or date of birth, date of report, event, concomitant medical products, MFR site,report source, date rec¿d by MFR, PMA/510k and if follow-up, what type. This medwatch is submitted to send the final report of this complaint with the result & conclusion of the investigation. No further information has been provided despite several attempts to obtain them. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case during complaint meeting and the recurrence of this type of event for this implant, the root cause of this event is unknown. However based on the change of the size of implant during the first revision, and the fact that on the annual survey form, the surgeon reported that event was ¿probably not device related", it is possible to make the hypothesis that the cause of event was "user error: incorrect size of implant ". However, due to the lack of information received from the reporter, this hypothesis could not be validated. Root cause: unknown. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p and f us : revision due to migration. Date of initial surgery: (B)(6) 2016. Persistant pain in (B)(6) 2016. Revision on (B)(6) 2016 cause of migration. Another migration is detected on (B)(6) 2016. Revision and replacement by a fusion device on (B)(6) 2017. Additional information was requested (x-rays).